Event description:
Caller states the patient tested 6.7 inr on the coaguchek s system and 3.8 inr on a comparison lab. Coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.